Manufacturer narrative:
Received one used cl2000s chemolock and one used cl2100 chemolock port for inspection connected together. The chemolock and chemolock port were securely engaged. The reported complaint was unable to be replicated or confirmed. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. D9 device returned to manufacturer on 2/14/2024.

Event description:
The event occurred on an unspecified date and involved a chemolock¿ where it was reported there is angled pressure between the spinning chemolock injector and the chemolock port, causing it to open easily. The customer stated without pushing on the latch/prong parts on the spinning chemolock injector, the connection is opening. No spills, but there was a delay in chemo delivery due to the nurse needing to be notified by the patient or parent when the intravenous (IV) pump starts sounding, then reconnect and restart the infusion. There was patient involvement and there was unknown patient harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 initial reporter phone number: (B)(6).